Event description:
Information reported as follows: end-user states that peristomal skin located under wafer's mass and tape border, presented with itching but no redness. End-user stated that this issue occurred the 2nd day of wear, but not indicated how long the itching has been occurring.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user continues to wear product and that the itching has gone away, and wear time is now seven (7) days. It is also reported that there is no evidence of redness when product is removed, and is using allkare adhesive remover and barrier wipes for skin care. Alternate samples of wafer wipes will be sent to end-user was advised to perform a patch test on both samples prior to use. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.